Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a driveline power fault alarm was confirmed during review of the submitted log files. The controller event log file downloaded from (B)(6) contained approximately 7 days of information (B)(6) 2025 per timestamp). At 12:35:47 on (B)(6) 2025, a controller internal fault alarm activated, due to an internal subfault which indicated that fuse a within the controller had been damaged. This fuse damage resulted in the power a signal being broken, and therefore a driveline power fault alarm activated a few seconds later at 12:35:49. Pump operation was not affected by the observed driveline power fault alarm. The system controller was reportedly exchanged, and a log file was submitted from the patient¿s new controller, (B)(6). Following the driveline being connected to this controller, the pump resumed operation as expected and no further abnormal events were observed. The root cause of the driveline power fault alarm and related fuse damage was determined to be related to the provided information that the patient accidentally cut their driveline with scissors while performing a routine dressing change. This driveline damage will be detailed further by the investigation of the pump. The device history records were reviewed and the records revealed that the system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate iii patient handbook (rev d) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. The heartmate iii patient handbook (rev d) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store all equipment for proper use including the system controller and its power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was doing a routine dressing change and was using scissors and cut their driveline. They received a driveline power fault. Log files were sent for review, and the event log file recorded a driveline power fault at (B)(6) 2025 at 12:35:49. This event was associated with a (f2) ocp_a_open which indicated an open fuse in the system controller. Motor function was not affected by this event. Images of the driveline were submitted, and the tear was just above the kink in the driveline on the abdomen site. Log files were submitted after triggering 20 consecutive alarms. Technical services stated that the event log file showed the power fault and fuse issues had resolved. The I sense data had returned to normal. This indicated that the power line's conductive material was not damaged during this incident.